Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a superficial incisional surgical site infection and there was bloody tissue at the incision edge, and when palpated, pus was expressed. The patient was placed on oral and topical antibiotics and was scheduled for a pocket revision. During the pocket revision, there did not appear to be pocket involvement, but some drainage was noted and excessive scar tissue was ¿freed thereby de-bulking the pocket.¿ when the patient returned to the clinic additional drainage was noted and it was decided likely due to mild hematoma. The patient was instructed to continue with the antibacterial ointment. Ten days later the patient presented for a wound check and purulent drainage was noted. The patient was placed on a course of oral antibiotics. A this point it was determined the ¿top layer was healing slower.¿ following, the patient was seen and no signs of infection were noted. The device remains in use and no further patient complications have been reported as a result of this event. The patient is a participant in the product (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the implantable cardioverter defibrillator system was removed due to a pocket infection and skin erosion. It was noted the right ventricular lead tested positive for staphylococcus aureus. The patient was placed on intravenous antibiotics and a wound vacuum was applied to the site. Approximately six weeks later a new implantable cardioverter defibrillator system was implanted.